Event description:
Customer ate lunch around 11am and took 4 units of humalog. Around 2:30pm, he had a non-fasting lab comparison performed. The customers device read 86mg/dl and the lab result was 62mg/dl. Level 1 control was in range. A request was made for the return of the suspect device and replacement product was sent.